Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device did not have telemetry. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.